Manufacturer narrative:
"Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking at the septum. Customer filled after loading the cartridge. Customer was able to load a new cartridge to address the issue. Customer's blood glucose was 200 mg/dl.